Event description:
Additional information was received 26may2021. The patient received heparin during the procedure. Two units of packed red blood cells were administered due to blood loss. The other manufacturer's 5-millimeter balloon was deflated prior to attempted removal, and deflation was confirmed using fluoroscopy.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, during an angioplasty, a flexor ansel guiding sheath "crunched up" upon attempted removal of another manufacturer's 5-millimeter balloon through the sheath. When the stuck balloon was unable to be removed from the sheath, the user deflated the balloon and removed both the balloon and sheath together from the patient. Another sheath was used to complete the procedure. Once the device was removed, the arteriotomy site was larger than anticipated and bleeding was observed, including an expanding hematoma. A 9 french closure device was used to manage the hematoma successfully. The anatomy was not calcified. The patient received heparin during the procedure. Two units of packed red blood cells were administered due to blood loss. Investigation - evaluation reviews of the complaint history, device history record, instructions for use, drawing, specifications, manufacturing instructions, and quality control procedures and a visual inspection of the device were conducted during the investigation. The device was not returned for investigation. Photos provided by the user appear to show the shaft of the sheath wrinkled from the hub of the sheath to the distal tip. No damage was apparent on the hub. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. No gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution, ¿in order to ensure device compatibility, choose a sheath size large enough to accommodate the maximum outer diameter of any devices that will be placed through the sheath,¿ and, ¿all interventional or diagnostic instruments used with this product should move freely through the valve and sheath to avoid damage.¿ based on the available information and a clinical assessment of the event, cook has concluded that a component failure unrelated to manufacturing or design deficiencies contributed to this incident. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an angioplasty, a flexor ansel guiding sheath "crunched up" upon attempted removal of an unknown balloon through the sheath. When the stuck balloon was unable to be removed from the sheath, the user removed both the balloon and sheath together from the patient. Another sheath was used to complete the procedure. Once the device was removed, the arteriotomy site was larger than anticipated and bleeding was observed, including an expanding hematoma. A 9 french closure device was used to manage the hematoma successfully. The anatomy was not calcified.